Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire was ¿binding¿ inside of the left ventricular (lv) lead. The physician suspected blood/residue was the culprit. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst noted that the guide wire insertion test was performed, with passing results. The guide wire passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.